Event description:
It was reported the rigid video scope had light carrier tip fall apart. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on edge, broken lg adapter, cracked on side on video connector, light transmission failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device has broken lg adapter. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had light carrier tip fall apart. The issue occurred during reprocessing. There was no patient involvement.